Manufacturer narrative:
Investigation: bd has been provided with a video and 2 reference samples for catalog 300296 lot 1805130 to investigate for this record. A leakage through the plunger rod was observed in this provided video of the sample. As a result, bd was able to verify the reported issue. No defects were found in the provided reference samples. Bd concludes that the cause of the problem was produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. DHR showed no indication of the alleged defect.

Event description:
It was reported that during use of the discardit¿ ii syringe w/o needle is leaking from plunger end. The following information was provided by the initial reporter: discardit 20 ml syringe is leaking from plunger end. Unfortunately customer doesn¿t have lot number. Saline was used.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the discardit¿ ii syringe w/o needle is leaking from plunger end. The following information was provided by the initial reporter: discardit 20 ml syringe is leaking from plunger end. Unfortunately customer doesn't have lot number. Saline was used.